Manufacturer narrative:
The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
It was reported by the field clinical specialist (fcs), that during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra resilia valve, implanted in a non-edwards surgical valve, the balloon ruptured during deployment due to excessive calcium in the aortic root. The delivery system was pulled into the esheath+ and removed without any patient injury. A new esheath+ was inserted and the valve was post dilated with a 25mm true balloon. The patient was a planned cutdown, the vessel was repaired, and patient was stable. Product is noted to return for evaluation.